Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. The decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.